Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no power on reset events. No damage was found to the returned battery cap or the battery compartment. No moisture/corrosion was found in the battery compartment. The battery cap secured to the pump without the yellow o-ring visible. The pump powered up to the verify screen with auditory and vibratory alarms. The pump was successfully run for 24 hours with the returned battery cap. No power on reset events were duplicated during investigation. The battery cap measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.